Event description:
It was reported by service report that there is a bent rail that prevents the head and foot section from being raised/lowered. No pt involvement or adverse consequences are reported.